Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es had entered critical override mode. The customer informed that they were unable to pull medications for the affected patients. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the station had entered critical override mode. A technical support specialist synced the station and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.